Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled, and novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Additionally, the t:slim pump user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and ketones for 2 days; however, contact only provided a bg level of 210 (mg/dl) that the customer experienced at their health care provider's office on (B)(6) 2016. Contact reported that the customer administered an insulin injection to treat bg levels. Review of pump data by tandem technical support on (B)(6) 2016 revealed that the customer changes the pump cartridges on an average of every 4 days, and changes the infusion sites on an average of 7-8 days. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.